Event description:
It was reported that the customer was found dead at home and was not involved in any type of accident. The dr believes that the customer probably had a hypoglycemia crisis and possible blunt head trauma crisis due to poor control of the diabetic. It is unk whether or not the customer was wearing the pump or if it contributed to the event.